Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Serial number is unknown. No information has been provided to date.

Event description:
It was reported that there was a no disposable clamp tubing alarm while a patient was driving. Turning pump off/on did not resolve alarm. The patient switched to a backup pump and new cassette which was working without issue. The cassette was discarded. No injury to patient was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. No product was returned. The investigator was unable to confirm the reported complaint. Various accessories including pump bags and associated items may be subject to damage and wear depending on use. At this time there is no evidence that the pump accessory failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review cannot be performed because this product is a purchased finished good and the manufacturing record was not provided by the supplier. The manufacturing records of the product in question are retained by the supplier at their manufacturing site and are available upon request. Mfg. Date. 31-jul-2019. Model number: 6400.